Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: isthmus"), pelvic pain ("pain"), pelvic inflammatory disease ("infection (other) describe: pid"), genital haemorrhage ("abnormal bleeding"), urinary bladder rupture ("bladder or urinary problems or changes punctured bladder during removal procedure") and cervix carcinoma ("tumor /teratoma / cancer type: cervical carcinoma") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2009. The patient's medical history included morbid obesity. Concurrent conditions included overweight, type ii diabetes mellitus, asthma, copd, schizophrenia schizoaffective, post-traumatic stress disorder, anxiety attack, chest pain and cervical dysplasia. Concomitant products included alprazolam (xanax) since 2016, aripiprazole (abilify), atorvastatin calcium (lipitor) since 2015, escitalopram oxalate (lexapro) since 2016, insulin from 2013 to 2015, lisinopril since 2014, mirtazapine (remeron) since 2014, quetiapine fumarate (seroquel) since 2016, risperidone (risperdal) since 2015, salbutamol sulfate (proventil hfa) and trazodone hydrochloride (desyrel) from 2017 to 2018. In 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) / irregular period / very heavy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), vaginal discharge ("vaginal discharge"), constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), pain in extremity ("pain lower extremities"), back pain ("low back pain"), vulvovaginal pain ("vaginal pain"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), migraine ("migraines"), ovarian cyst ("disorder or condition type of disorder or condition: ovarian cysts") and nausea ("nausea") and was found to have weight increased ("weight gain / weight gain / loss (specify which one) weight gain"). In 2015, the patient was found to have cervix carcinoma (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary bladder rupture (seriousness criterion medically significant) and anxiety ("anxiety"). The patient was treated with caffeine;paracetamol (excedrin), ondansetron (zofran), sumatriptan (imitrex) and surgery (salpingectomy (one side removal of fallopian tube), tubal ligation , hysterectomy, salpingectomy (one side removal of fallopian tube), tubal ligation, hysterectomy (full) and salpingectomy (one side removal of fallopian tube), tubal ligation, hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic inflammatory disease, urinary bladder rupture, cervix carcinoma, weight increased, anxiety, dyspareunia, menorrhagia, vaginal haemorrhage, dysmenorrhoea, pain in extremity, back pain, vulvovaginal pain, urinary tract infection, female sexual dysfunction, headache, migraine, ovarian cyst, nausea, constipation, abdominal distension and diarrhoea outcome was unknown and the pelvic pain, genital haemorrhage, hot flush, mood swings, night sweats and vaginal discharge had resolved. The reporter considered abdominal distension, anxiety, back pain, cervix carcinoma, constipation, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, urinary bladder rupture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on 2015 she performed leep surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: I was told that one side did not take. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, headache, depression, pelvic pain, dyspareunia, dysmenorrhea, menorrhagia, cervical carcinoma". Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migration of essure device location of device: isthmus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), low back pain, vaginal pain, pain of lower extremities, mood swings, hot flashes, night sweats, urinary tract infection, apareunia (inability to have sexual intercourse), infection (other) describe: pid, bladder or urinary problems or changes punctured bladder during removal procedure, migraines, headaches, ovarian cysts, nausea, cervical carcinoma, vaginal discharge, failure to occlude (close) fallopian tube(s), bloating, diarrhea. And dyspareunia (painful sexual intercourse) clubbed to previous events. Reporter information, medical history, concomitant drug, treatment drug, age, date of birth, lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: isthmus'), pelvic pain ('pain'), pelvic inflammatory disease ('infection (other) describe: pid'), genital haemorrhage ('abnormal bleeding'), bladder injury ('bladder or urinary problems or changes punctured bladder during removal procedure') and cervix carcinoma ('tumor /teratoma / cancer type: cervical carcinoma') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in november 2009. The patient's medical history included morbid obesity. Concurrent conditions included overweight, type ii diabetes mellitus, asthma, copd, schizophrenia schizoaffective, post-traumatic stress disorder, anxiety attack, chest pain and cervical dysplasia. Concomitant products included alprazolam (xanax) since 2016, aripiprazole (abilify), atorvastatin calcium (lipitor) since 2015, escitalopram oxalate (lexapro) since 2016, insulin glargine (lantus) from 2013 to 2015, lisinopril since 2014, mirtazapine (remeron) since 2014, quetiapine fumarate (seroquel) since 2016, risperidone (risperdal) since 2015, salbutamol sulfate (proventil hfa) and trazodone hydrochloride (desyrel) from 2017 to 2018. In 2009, the patient experienced menometrorrhagia ("abnormal bleeding (menorrhagia) / irregular priod / very heavy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), vaginal discharge ("vaginal discharge"), constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and reproductive tract disorder ("reproductive system disorder or condition - type of disorder or condition"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), pain in extremity ("pain lower extremities"), back pain ("low back pain"), vulvovaginal pain ("vaginal pain"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), migraine ("migraines"), ovarian cyst ("disorder or condition type of disorder or condition: ovarian cysts") and nausea ("nausea") and was found to have weight increased ("weight gain / weight gain / loss (specify which one) weight gain"). On (B)(6) 2015, the patient was found to have cervix carcinoma (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder injury (seriousness criterion medically significant) and anxiety ("anxiety"). The patient was treated with caffeine;paracetamol (excedrin), ondansetron (zofran), sumatriptan (imitrex) and surgery (salpingectomy (one side removal of fallopian tube), tubal ligation , hysterectomy, salpingectomy (one side removal of fallopian tube), tubal ligation, hysterectomy (full) and salpingectomy (one side removal of fallopian tube), tubal ligation, hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic inflammatory disease, bladder injury, cervix carcinoma, weight increased, anxiety, dyspareunia, dysmenorrhoea, pain in extremity, back pain, vulvovaginal pain, urinary tract infection, female sexual dysfunction, headache, migraine, ovarian cyst, nausea, constipation, abdominal distension, diarrhoea and reproductive tract disorder outcome was unknown and the pelvic pain, genital haemorrhage, menometrorrhagia, vaginal haemorrhage, hot flush, mood swings, night sweats, vaginal discharge and menorrhagia had resolved. The reporter considered abdominal distension, anxiety, back pain, bladder injury, cervix carcinoma, constipation, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hot flush, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, reproductive tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on 2015 she performed leep surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in november 2009: I was told that one side did not take. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, headache, depression, pelvic pain, dyspareunia, dysmenorrhea, menorrhagia, cervical carcinoma". Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new events, "abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition - type of disorder or condition" were added. Outcome of events, " bleeding " were changed to " recovered/resolved". Onset dates of events were updated. Essure insertion date was updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: isthmus / coiled metal was lose into the cavity'), pelvic pain ('pain'), pelvic inflammatory disease ('infection (other) describe: pid'), genital haemorrhage ('abnormal bleeding'), cervix carcinoma ('tumor /teratoma / cancer type: cervical carcinoma') and urinary bladder rupture ('bladder or urinary problems or changes punctured bladder during removal procedure') in a 33-year-old female patient who had essure (batch no. 646516) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in november 2009. The patient's medical history included morbid obesity, depression, syphilis and vaginal delivery. Previously administered products included for an unreported indication: propranolol. Concurrent conditions included overweight, type ii diabetes mellitus, asthma, copd, schizophrenia schizoaffective, post-traumatic stress disorder, anxiety attack, chest pain, cervical dysplasia and grand multiparity. Concomitant products included alprazolam (xanax) since 2016, aripiprazole (abilify), atorvastatin calcium (lipitor) since 2015, escitalopram oxalate (lexapro) since 2016, insulin glargine (lantus) from 2013 to 2015, lisinopril since 2014, medroxyprogesterone acetate (depo provera), mirtazapine (remeron) since 2014, propranolol, quetiapine fumarate (seroquel) since 2016, risperidone (risperdal) since 2015, salbutamol sulfate (proventil hfa) and trazodone hydrochloride (desyrel) from 2017 to 2018. In 2009, the patient experienced menometrorrhagia ("abnormal bleeding (menorrhagia) / irregular period / very heavy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), vaginal discharge ("vaginal discharge"), constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). In august 2009, the patient had essure inserted. In january 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and reproductive tract disorder ("reproductive system disorder or condition - type of disorder or condition"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), pain in extremity ("pain lower extrimities"), back pain ("low back pain"), vulvovaginal pain ("vaginal pain"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), ovarian cyst ("disorder or condition type of disorder or condition: ovarian cysts") and nausea ("nausea") and was found to have weight increased ("weight gain / weight gain / loss (specify which one) weight gain"). On (B)(6) 2015, the patient was found to have cervix carcinoma (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary bladder rupture (seriousness criterion medically significant) and anxiety ("anxiety"). The patient was treated with caffeine;paracetamol (excedrin), ondansetron (zofran), sumatriptan (imitrex) and surgery (salpingectomy (one side removal of fallopian tube), tubal ligation , hysterectomy, salpingectomy (one side removal of fallopian tube), tubal ligation, hysterectomy (full) and salpingectomy (one side removal of fallopian tube), tubal ligation, hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic inflammatory disease, cervix carcinoma, urinary bladder rupture, weight increased, anxiety, dyspareunia, dysmenorrhoea, pain in extremity, back pain, vulvovaginal pain, urinary tract infection, female sexual dysfunction, migraine, ovarian cyst, nausea, constipation, abdominal distension, diarrhoea and reproductive tract disorder outcome was unknown and the pelvic pain, genital haemorrhage, menometrorrhagia, vaginal haemorrhage, hot flush, mood swings, night sweats, vaginal discharge and menorrhagia had resolved. The reporter considered abdominal distension, anxiety, back pain, cervix carcinoma, constipation, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hot flush, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, reproductive tract disorder, urinary bladder rupture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on 2015 she performed leep surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in november 2009: I was told that one side did not take. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, headache, depression, pelvic pain, dyspareunia, dysmenorrhea, menorrhagia, cervical carcinoma, anxiety. Most recent follow-up information incorporated above includes: on 13-aug-2019: mr received: lot number and expiration date of essure added. Reporter information were updated. Concomitant drugs, patient history, historical drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: isthmus / coiled metal was lose into the cavity'), fallopian tube perforation ('perforation'), pelvic pain ('pain'), pelvic inflammatory disease ('infection (other) describe: pid'), cervix carcinoma ('tumor /teratoma / cancer type: cervical carcinoma') and urinary bladder rupture ('bladder or urinary problems or changes punctured bladder during removal procedure') in a 33-year-old female patient who had essure (batch no. 646516) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2009. The patient's medical history included morbid obesity, depression, syphilis and gravida. Previously administered products included for an unreported indication: propranolol. Concurrent conditions included overweight, type ii diabetes mellitus, asthma, copd, schizophrenia schizoaffective, post-traumatic stress disorder, anxiety attack, chest pain, cervical dysplasia and grand multiparity. Concomitant products included alprazolam (xanax) since 2016, aripiprazole (abilify), atorvastatin calcium (lipitor) since 2015, escitalopram oxalate (lexapro) since 2016, insulin glargine (lantus) from 2013 to 2015, lisinopril since 2014, medroxyprogesterone acetate (depo provera), mirtazapine (remeron) since 2014, propranolol, quetiapine fumarate (seroquel) since 2016, risperidone (risperdal) since 2015, salbutamol sulfate (proventil hfa) and trazodone hydrochloride (desyrel) from 2017 to 2018. In 2009, the patient experienced menometrorrhagia ("abnormal bleeding (menorrhagia) / irregular period / very heavy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), vaginal discharge ("vaginal discharge"), constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). In august 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and reproductive tract disorder ("reproductive system disorder or condition - type of disorder or condition"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), pain in extremity ("pain lower extrimities"), back pain ("low back pain"), vulvovaginal pain ("vaginal pain"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), ovarian cyst ("disorder or condition type of disorder or condition: ovarian cysts") and nausea ("nausea") and was found to have weight increased ("weight gain / weight gain / loss (specify which one) weight gain"). On (B)(6) 2015, the patient was found to have cervix carcinoma (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), urinary bladder rupture (seriousness criterion medically significant) and anxiety ("anxiety"). The patient was treated with caffeine;paracetamol (excedrin), ondansetron (zofran), sumatriptan (imitrex) and surgery (salpingectomy (one side removal of fallopian tube), tubal ligation , hysterectomy, salpingectomy (one side removal of fallopian tube), tubal ligation, hysterectomy (full) and salpingectomy (one side removal of fallopian tube), tubal ligation, hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fallopian tube perforation, pelvic inflammatory disease, cervix carcinoma, urinary bladder rupture, weight increased, anxiety, dyspareunia, dysmenorrhoea, pain in extremity, back pain, vulvovaginal pain, urinary tract infection, female sexual dysfunction, migraine, ovarian cyst, nausea, constipation, abdominal distension, diarrhoea and reproductive tract disorder outcome was unknown and the pelvic pain, genital haemorrhage, menometrorrhagia, vaginal haemorrhage, hot flush, mood swings, night sweats, vaginal discharge and menorrhagia had resolved. The reporter considered abdominal distension, anxiety, back pain, cervix carcinoma, constipation, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, hot flush, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, reproductive tract disorder, urinary bladder rupture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on 2015 she performed leep surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: I was told that one side did not take. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New event perforation was added. Reporter added. Seriousness criteria for event genital hemorrhage updated to non serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: isthmus / coiled metal was lose into the cavity'), pelvic pain ('pain'), pelvic inflammatory disease ('infection (other) describe: pid'), genital haemorrhage ('abnormal bleeding'), cervix carcinoma ('tumor /teratoma / cancer type: cervical carcinoma') and urinary bladder rupture ('bladder or urinary problems or changes punctured bladder during removal procedure') in a 33-year-old female patient who had essure (batch no. 646516) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2009. The patient's medical history included morbid obesity, depression, syphilis and gravida. Previously administered products included for an unreported indication: propranolol. Concurrent conditions included overweight, type ii diabetes mellitus, asthma, copd, schizophrenia schizoaffective, post-traumatic stress disorder, anxiety attack, chest pain, cervical dysplasia and grand multiparity. Concomitant products included alprazolam (xanax) since 2016, aripiprazole (abilify), atorvastatin calcium (lipitor) since 2015, escitalopram oxalate (lexapro) since 2016, insulin glargine (lantus) from 2013 to 2015, lisinopril since 2014, medroxyprogesterone acetate (depo provera), mirtazapine (remeron) since 2014, propranolol, quetiapine fumarate (seroquel) since 2016, risperidone (risperdal) since 2015, salbutamol sulfate (proventil hfa) and trazodone hydrochloride (desyrel) from 2017 to 2018. In 2009, the patient experienced menometrorrhagia ("abnormal bleeding (menorrhagia) / irregular period / very heavy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), vaginal discharge ("vaginal discharge"), constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and reproductive tract disorder ("reproductive system disorder or condition - type of disorder or condition"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), pain in extremity ("pain lower extrimities"), back pain ("low back pain"), vulvovaginal pain ("vaginal pain"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), ovarian cyst ("disorder or condition type of disorder or condition: ovarian cysts") and nausea ("nausea") and was found to have weight increased ("weight gain / weight gain / loss (specify which one) weight gain"). On (B)(6) 2015, the patient was found to have cervix carcinoma (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary bladder rupture (seriousness criterion medically significant) and anxiety ("anxiety"). The patient was treated with caffeine;paracetamol (excedrin), ondansetron (zofran), sumatriptan (imitrex) and surgery (salpingectomy (one side removal of fallopian tube), tubal ligation , hysterectomy, salpingectomy (one side removal of fallopian tube), tubal ligation, hysterectomy (full) and salpingectomy (one side removal of fallopian tube), tubal ligation, hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic inflammatory disease, cervix carcinoma, urinary bladder rupture, weight increased, anxiety, dyspareunia, dysmenorrhoea, pain in extremity, back pain, vulvovaginal pain, urinary tract infection, female sexual dysfunction, migraine, ovarian cyst, nausea, constipation, abdominal distension, diarrhoea and reproductive tract disorder outcome was unknown and the pelvic pain, genital haemorrhage, menometrorrhagia, vaginal haemorrhage, hot flush, mood swings, night sweats, vaginal discharge and menorrhagia had resolved. The reporter considered abdominal distension, anxiety, back pain, cervix carcinoma, constipation, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hot flush, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, reproductive tract disorder, urinary bladder rupture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on 2015 she performed leep surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: I was told that one side did not take. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, headache, depression, pelvic pain, dyspareunia, dysmenorrhea, menorrhagia, cervical carcinoma, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-aug-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: isthmus / coiled metal was lose into the cavity'), fallopian tube perforation ('perforation'), pelvic pain ('pain'), pelvic inflammatory disease ('infection (other) describe: pid'), cervix carcinoma ('tumor /teratoma / cancer type: cervical carcinoma') and urinary bladder rupture ('bladder or urinary problems or changes punctured bladder during removal procedure') in a 33-year-old female patient who had essure (batch no. 646516) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2009. The patient's medical history included morbid obesity, depression, syphilis and gravida. Previously administered products included for an unreported indication: propranolol. Concurrent conditions included overweight, type ii diabetes mellitus, asthma, copd, schizophrenia schizoaffective, post-traumatic stress disorder, anxiety attack, chest pain, cervical dysplasia and grand multiparity. Concomitant products included alprazolam (xanax) since 2016, aripiprazole (abilify), atorvastatin calcium (lipitor) since 2015, escitalopram oxalate (lexapro) since 2016, insulin glargine (lantus) from 2013 to 2015, lisinopril since 2014, medroxyprogesterone acetate (depo provera), mirtazapine (remeron) since 2014, propranolol, quetiapine fumarate (seroquel) since 2016, risperidone (risperdal) since 2015, salbutamol sulfate (proventil hfa) and trazodone hydrochloride (desyrel) from 2017 to 2018. In 2009, the patient experienced menometrorrhagia ("abnormal bleeding (menorrhagia) / irregular period / very heavy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), vaginal discharge ("vaginal discharge"), constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and reproductive tract disorder ("reproductive system disorder or condition - type of disorder or condition"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), pain in extremity ("pain lower extrimities"), back pain ("low back pain"), vulvovaginal pain ("vaginal pain"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), ovarian cyst ("disorder or condition type of disorder or condition: ovarian cysts") and nausea ("nausea") and was found to have weight increased ("weight gain / weight gain / loss (specify which one) weight gain"). On (B)(6) 2015, the patient was found to have cervix carcinoma (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), urinary bladder rupture (seriousness criterion medically significant) and anxiety ("anxiety"). The patient was treated with caffeine;paracetamol (excedrin), ondansetron (zofran), sumatriptan (imitrex) and surgery (salpingectomy (one side removal of fallopian tube), tubal ligation , hysterectomy, salpingectomy (one side removal of fallopian tube), tubal ligation, hysterectomy (full) and salpingectomy (one side removal of fallopian tube), tubal ligation, hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fallopian tube perforation, pelvic inflammatory disease, cervix carcinoma, urinary bladder rupture, weight increased, anxiety, dyspareunia, dysmenorrhoea, pain in extremity, back pain, vulvovaginal pain, urinary tract infection, female sexual dysfunction, migraine, ovarian cyst, nausea, constipation, abdominal distension, diarrhoea and reproductive tract disorder outcome was unknown and the pelvic pain, genital haemorrhage, menometrorrhagia, vaginal haemorrhage, hot flush, mood swings, night sweats, vaginal discharge and menorrhagia had resolved. The reporter considered abdominal distension, anxiety, back pain, cervix carcinoma, constipation, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, hot flush, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, reproductive tract disorder, urinary bladder rupture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on 2015 she performed leep surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: I was told that one side did not take. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), anxiety ("anxiety") and dyspareunia ("painful intercourse"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, dyspareunia, genital haemorrhage, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.